Event description:
It was reported that during a stenting treatment procedure, the stent dislodged while outside the patient body. While unpacking a 5.0x16mm veriflex stent , the "stent dislodged in the protective sheath still on the mandrel". The device never entered the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged while outside the patient body. While unpacking a 5.0x16mm veriflex stent , the "stent dislodged in the protective sheath still on the mandrel." The device never entered the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Upn corrected from h7493893416500 to h7493893420500. Catalog/model # corrected from 38934-1650 to 38934-2050. Device lot number corrected from 14400709 to 14856809. Device expiration date corrected from 30-may-2014 to 24-nov-2014. Device manufactured date corrected from 01-jun-2011 to 29-nov-2011. Device evaluated by manufacturer: the stent was received for analysis, detached from the delivery device and partially inserted in the stent protector. There was no visible damage to the stent. A clear impression of the stent crimp was visible on the balloon. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).